Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery is not charging and the cooling fan is cycling on and off. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Date of report: 09oct2018. Date of manufacturer: 30aug2018. Philip's field service engineer (fse) verified that the battery does not charge. The fse replaced the battery to address the reported problem.